Event description:
On (B) (6) 2010, (B) (6) fire rescue unit r52 ran a cardiac call with e63 run # 02004. The patient was in v tach with a pulse and unstable. R52 then hooked up the patient with the four limb leads and the medtronic quik combo pads to the lifepak 15 -serial #(B) (4)- in order to cardiovert the patient. Once the patient was connected, the sync button was pressed with 100 joules selected and it showed electrical capture. The lifepak 15 was charged to 100 joules and then the shock button was pressed and held down. Once the shock button was pressed, the lifepak 15 turned off and then it turned back on and the message across the screen said "abnormal energy delivered" and it did not cardiovert. The crew of r52 tried to cardiovert three more times and it still did not work. Once this happened, r52 used the lifepak 12 on e63. R52 used the same limb leads and the same medtronic quik combo pads that were used with the lifepak 15. Once they were connected to the lifepak 12, r52 followed the same steps and the lifepak 12 cardioverted the patient successfully. After r52 transported the patient to the hospital, they went out of service to station 24 to show ems24 the problem. Once there, r52 hooked up the lifepak 15 to the simulator and tried it again, and it did not work. R52 also tried to defibrillate and it did not work either, and it had the same message on the screen "abnormal energy delivered." The lifepak 15 -(B) (4)- was given to the medtronic physio-control service technician for further evaluation and a spare lifepak 12 was placed on r52. Dates of use: (B) (6) 2009 -- (B) (6) 2010. Diagnosis or reason for use: possible cardiac event.